Event description:
On (B)(6) 2025, the user reported being unable to connect the luer connector to the ilet after trying two different connectors that would not lock into place. The agent suggested using a towel or similar item for better grip. As the user was unable to use the ilet, a goodwill box of connectors was arranged to be sent overnight. No blood glucose (bg) impact or medical concerns were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.